Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call that insulin pump battery compartment was damaged. Customer¿s blood glucose was 86 mg/dl at the time of incident. The insulin pump will be returned for analysis.